Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior tibial artery. After a guidewire crossed the lesion, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the fourth inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with dilatation of a 3-200 and 3mm non boston scientific devices. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior tibial artery. After a guidewire crossed the lesion, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the fourth inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with dilatation of a 3-200 and 3mm non boston scientific devices. There were no patient complications nor injuries reported. It was further reported that the balloon was inflated four times. The pressure and duration for the three inflations were at 8 atmospheres for 30 seconds, 8 atmospheres for 30 seconds, 12 atmospheres for 30 seconds respectively.